Event description:
Related manufacturer report number: 3006705815-2023-02013. It was reported that the patient's leads had high impedances on all contacts. Surgical intervention may take place at a later date to rectify the issue.

Manufacturer narrative:
Event date is estimated. A patient experiencing high impedance was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient's underwent surgical intervention on (B)(6) 2023 wherein the patient's abbott scs system was explanted and replaced with a competitor system.

Manufacturer narrative:
A patient experienced high impedance on all contacts was reported to abbott. As a result, the patient's abbott scs system was explanted and replaced with a competitor system. The results of the investigation are inconclusive as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.